Manufacturer narrative:
No product has been returned for investigation. Radiographs provided confirm the alleged event. It is unknown if patient followed post-operative restrictions or suffered a fall. Patient's bone quality is also unknown. Potential adverse events and complications: "as with any major surgical procedures, there are risks involved in orthopedic surgery. Fatal. Potential risks identified with the use of this system, which may require additional surgery, include; bending, fracture or loosening of implant component(s)." Post-operative warnings: "during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." No product returned.

Event description:
On (B)(6) 2019 patient underwent a l2-3 extreme lateral interbody fusion procedure with a bilateral pedicle screw fixation from l23 was performed. On (B)(6) 2019 during a follow up visit, radiographs revealed a fracture of the l2 vertebra along with a screw loosening at l2. No revision procedure is planned at this time.